Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. It was reported that the customer was using cold insulin and using the same vial of insulin for multiple months at a time. Tandem clinical support informed the customer that using cold insulin and using the same vial of insulin for multiple months was off label per the tandem user guide. Customer reverted to alternate method of insulin deliver or changed the pump supplies to address the issue.